Manufacturer narrative:
The device, used in treatment, was not received for evaluation. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. However, the pictures were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, this case reports a broken orthomatch cr implant impactor. The provided photo was reviewed and confirms the breakage. Based on the limited information provided the root cause of the impactor breakage could not be determined. It was reported no pieces fell into the patient. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during anthem knee implant surgery the impactor broke. No injury reported. There was a delay less than or equal to 30 minutes. The procedure was finished with a smith and nephew back up device.